Event description:
Complainant alleged that while attempting to treat a patient, the device inappropriately shut down. Complainant indicated that during subsequent testing, the device displayed an inappropriate "replace batteries" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.